Event description:
It was reported the device measured high impedance values and there was failure to capture at maximum outputs. At the system revision, the lead (non-mdt) was noted to be completely fractured. Both the lead and the device were replaced. It was also reported that the customer suspected that the issue was a subclavian fracture and not a problem with the pacemaker as initally reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.